Event description:
Info indicates the foot caster is not unlocking when the brake pedal is in the neutral position.

Manufacturer narrative:
The technician cleaned and adjusted the brake caster to repair the bed.